Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter has connectivity issues and is leaking. This was discovered during use. The following information was provided by the initial reporter: all venous accesses used jelcos nº 22, it is not possible to connect the discofix. Realized fixation thus the access leaked and infiltrated, having to puncture a new access with another caliber of jelco.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that bd angiocath¿ IV catheter has connectivity issues and is leaking. This was discovered during use. The following information was provided by the initial reporter: all venous accesses used jelcos nº 22, it is not possible to connect the discofix. Realized fixation thus the access leaked and infiltrated, having to puncture a new access with another caliber of jelco.